Event description:
It was reported a revision surgery was performed to address a mobi-c implant that migrated post-operatively. One month after surgery, the lower plate was prolapsed into the spinal canal. The revision was performed to replace the mobi-c implant with an acdf device even though the patient was asymptomatic.

Manufacturer narrative:
Corrections in h6: patient code. Corrections were made based on additional information received from the reporter. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the inferior plate of a mobi-c implant migrated posteriorly post-operatively. A revision surgery was performed to remove the device.

Manufacturer narrative:
H6 method: 4109. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed only the superior plate (mb084k lot 5343226), the inferior plate (mb125k lot 5343239) and the polyethylene insert were returned. No damage was noticed on either plate, however the insert has nick and gouges in it. These are likely the result of removing the implant. The complaint is confirmed via the provided x-rays where mobile core and inferior endplate posterior migration can be seen. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to patient or surgery specific factors. DHR review :the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported the inferior plate of a mobi-c implant migrated posteriorly post-operatively. A revision surgery was performed to remove the device.